Manufacturer narrative:
Zimvie complaint number: (B)(4). H6: event problem codes ¿ patient code: 1690 abscess, 1994 pain, 1932 inflammation, 4577 edema, 1812 purulent discharge, 1888 bleeding.

Event description:
It was reported the implant at tooth site #47 loss integration due to a peri implantitis and paresthesia . A peri-implant abscess with suppuration and bleeding on probing was observed. One month after crown placement, an access flap surgery was performed, and implant removal was decided due to significant bone loss and poor prognosis. Patient referred pain, inflammation, edema, abscess. Implant was removed. Patient will return after wound healing for a new implant placement.